Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a blank verify screen with auditory and vibratory features. Due to the blank display, the remaining testing was unable to be completed. The pump casing was opened and evidences of moisture intrusion were found on multiple internal components including the display screen connector wire. A clear and legible display was restored when the pump display screen was replaced with a test screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.